Event description:
While positioning the disposable device during a novasure procedure, the physician felt he perforated the uterus. He proceeded with the cavity integrity assessment (cia) test and it was unsuccessful. He then did a hysteroscopy but was not able to confirm the perforation. The procedure was aborted and the pt was discharged home. On (B)(6) 2011, the physician reported the pt was admitted two weeks later (on (B)(6) 2011) with pain, nausea, and fever (degree unknown). A work up was negative and the pt was started on oral antibiotics. She was discharged the next day. The physician reported she is presently doing fine. An adiana procedure, dilatation, and sounding with a metal sound (not a hologic device) were performed prior to the attempted novasure ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).